Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button anomaly. The customer's blood glucose was 260 mg/dl and 120 mg/dl at the time of incident. The up key and the esc button were not working. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with no button response at up arrow button due to unlocked connector on lcd board. No button error alarm during testing. Device received with broken belt clip slot noted.